Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and the device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data also collected from the device was received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement; the time of recommended replacement time (rrt) was (B)(6) 2015. (B)(4).

Event description:
It was reported that the device exhibited premature battery depletion. It was noted the device had initially been programmed with high atrial outputs following the implant procedure and approximately one year later, the device was reprogrammed to ventricular pacing only. Nonetheless, the device did not meet the expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.